Manufacturer narrative:
A product development investigation was performed for the subject device (holding sleeve-long for matrix, part number 03.632.036, lot number h096344). The subject device was returned with the complaint condition stating: the returned devices were examined and lot h096344 was found to have a broken distal threaded tip and was missing a segment (approximately 6mm x 2mm x 3.5mm ¿ calipers (B)(4)); the fragment was not returned, however no fragments were left in the patient per the complaint description. The second device, also lot h096344, was found to be in good condition without identifiable defect or deficiency. The second holding sleeve was tested with a known good matrix polyaxial screw (04.632.420 lot xtb00951) and was found to function as intended; as such the allegation against the second device is unconfirmed as it could not be replicated. No further investigation will be completed for this device. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, drawing review and device history review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The matrix holding sleeve ¿ long (03.632.036) is one of ten (10) holding sleeves for the matrix spine system utilized during screw insertion (03.632.001, 03.632.024, 03.632.028, 03.632.036, 03.616.042, 03.616.043, 03.632.085, 03.632.123, 03.632.124 and sd03.632.123). The matrix system is covered by three technique guides: matrix ¿ deformity, matrix-degenerative and matrix ¿ mis. Once the holding sleeve is engaged with the driver shaft, it can be threaded into the proximal end of the matrix screw by rotating the holding sleeve¿s green knob clockwise until it is fully engaged. Relevant drawings for the returned matrix holding sleeve ¿ long (03.632.036) were reviewed (both current revision and from the time of manufacture): top-level and inner shaft. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. Appropriate actions have been initiated/taken to address the matter. The tip geometry on the inner sleeve was changed to a more constant outer diameter in order to improve product performance; the returned instrument was manufactured after the implementation of these changes (mfg oct-2016). The returned matrix holding sleeve (03.632.036) was examined and the threaded tip was found to be broken and missing a segment. Per drawing the threaded tip¿s length should be 5.58-5.68; the tip of the returned device was measured at 4.8mm (calipers (B)(4)). Additionally, the threaded tip¿s inner diameter was measured using a pin gauge to be 4.66mm (pin gauge set gp29) which is within the specification of 4.66-4.68mm. No definitive root cause was able to be determined; the failure mode is consistent with the application of an off-axis load while engaging a screw. No functional test was possible due to post-manufacturing damage. No definitive root cause was able to be determined; the failure mode is consistent with the application of an off-axis load while engaging a screw. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Device is an instrument and is not implanted/explanted. (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: DHR review for part # 03.632.036, supplier lot # h096344, release to warehouse date: 24-oct-2016 , expiration date: na , supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. ¿ (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that one screwdriver must have stripped during a previous case as it was not retaining the screw properly during an l4-s1 decompression and fusion procedure on (B)(6) 2017. Multiple attempts were unsuccessful and the scrub technician felt the metal threads had stripped from excessive force during loading of screws during the previous case. The driver was shown to have visible thread damage. Another long holding sleeve in the set was used and it would not seem to mate or thread with the screw properly as well, although no apparent damage was visible. There was a 2 minute surgical delay, no pieces left in the patient, and the procedure was completed successfully with the short screwdrivers and holding sleeves. There is no report of patient harm. This complaint involves one (1) device. Concomitant device reported: screw (quantity 1). This report is 1 of 1 for (B)(4).